Manufacturer narrative:
Additional information: b3, h4, h6 (update codes), h11. B3: the events occurred "over the last couple of weeks" from when the event was reported. H4: the lot was manufactured march 14-17, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors were leaking from blue winged luer cap. The leaks were coming from the end of the line despite the line being capped off securely. These issues were observed prior to patient use, and the devices were filled with fluorouracil. There was no patient involvement. No additional information is available.